Manufacturer narrative:
On august 01, 2022, technical support specialist (tss) contacted the customer and confirmed the api results passed. The complaint was resolved by performing a decontamination maintenance. This indicates the reported issue occurred due to a biological contamination problem traced to maintenance. No further action required by technical support specialist. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review for serial number (B)(4) from the date of 21jun2021 through aware date 21jul2022 was performed for similar complaints. There were no similar complaints identified during the search period. The st ft4 analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The st pa analyte application manual states the following: limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack pa, the highest concentration of prostate specific antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.05 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event is due to the failed api samples likely caused by biological contamination problem.

Event description:
The customer reported their american proficiency institute (api) 2022 for free thyroxine (ft4) and prostate specific antigen (psa) failed. All quality control (qc) run results were in range. Technical support specialist (tss) instructed the customer to perform a decontamination maintenance and rerun the api material. There was no indication of any patient intervention or adverse health consequences due to the reported event.